Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient was using an omnipod 5 insulin pump at the time of the event. According to the patient, on (B)(6) 2026, the cgm was displaying 40 mg/dl while the bg was 400 mg/dl. The patient reported experiencing frequent and ongoing dexcom cgm inaccuracies, stating that the readings have been consistently incorrect and, in some instances, significantly discrepant. The patient reported that the repeated inaccurate readings have contributed to at least one hospitalization for diabetic ketoacidosis (dka) and described the issues as persistent and unreliable. No other details were provided. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.